Manufacturer narrative:
Device details unavailable at the time of this report. This report is submitted on october 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient was scheduled for implant surgery on (B)(6) 2018; however this surgery was rescheduled due to a broken drill piece. A new rental drill was arranged for the next surgery. It is unknown if the patient underwent the rescheduled surgery as of the date of this report.